Event description:
Customer states gel separator breaking off and separating with red cells attached to it. This is resulting in their removing the serum and place it into a serum transport tube for transport to the lab. The premise health facility which reported the issue is the (B)(6). The centrifuge in use is drucker diagnostic model 642e (B)(4). The minimum rcf is 1,600xg for 15 minutes, according to the drucker diagnostics centrifuge calibration certificate. The samples are inverted 5-10 times after collection. The samples are allowed to sit for 30 minutes for complete clotting before centrifugation. This issue is noticed immediately after centrifugation. When this issue is noted, the serum was transferred from the vacuette sst into a serum transport tube for transport to the lab. No photos available. Facility only has 10 sst tubes left, ie one lot involved. Premise health is a wellness center with 800 locations and a new user of gbo tubes.

Manufacturer narrative:
Complaint statement (B)(4). No samples of either batch were received for evaluation. No customer pictures were received. We have no remaining inventory for either material/batch. We have no further complaints for either material/batch. We forwarded the complaint to our headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation for both batches did not reveal any deviations which could be associated with the complained errorsalleged event.